Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, the edge of the device broke. The broken piece was retrieved. There were no harm to patient. A 30 min delay was reported. Backup device available.